Event description:
While performing a mediport placement, the struxure guidewire "j" tip (3mm radius) with straightener , the j-tip appeared to be caught and could not be retracted due to resistance. Pt had to be transferred to the hospital.